Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8575093. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8674693. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 1627487-2023-02382. It was reported the patient's leads had migrated due to the patient picking at her ipg site. As such, surgical intervention may occur to address the issue. The investigation did not determine which 2 of the 4 leads had migrated.